Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account in room 210. There was no patient/ user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the casters were not holding due to them being internally worn. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced casters to resolve the issue. Based on this info, no further action is required.